Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/22/2016 to report that on (B)(6) 2016, the patient was not receiving data on her device. No additional patient or event information is available.